Event description:
Event description guidant received information that this cardiac resynchronization therapy-defibrillator (crt-d) was emitting tones due to a battery status of elective replacement indicated (eri). The clinician expressed dissatisfaction with respect to battery longevity. The ICD was replaced without noted incident and returned for laboratory evaluation.